Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that on an unknown date the patient felt he had been needing to take more oral baclofen and when a dye study was performed the hcp was unable to aspirate the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was deemed occluded with a clear material that had built up on the catheter's tip. The catheter was replaced and would be returned for analysis. The issue was reported to be resolved and the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) identified a kink in the catheter body. Visual inspection also identified there was damage to the transition tubing. Analysis of the pump (sn; (B)(4)) found no anomaly. The previously reported conclusion code 67 no longer applies to this event and has been updated to 22 and 4315. The previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 114 and 180. If information is provided in the future, a supplemental report will be issued.